Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that they were getting an informational power on reset (por) message on both the ins recharger (insr) and the patient programmer (pp). The patient reported that they were charging their ins when the por came up. The patient confirmed that they were successfully able to charge their ins and they saw the message when they tried to turn the stimulation on. The patient successfully cleared the por with the pp and was able to turn the stimulation on. No symptoms or complications were reported.